Event description:
As reported, a 2mm x 10cm saber percutaneous transluminal angioplasty (pta) catheter was used; crossed the lesion and was inflated, but the pressure did not rise. The balloon burst during initial inflation before its nominal pressure. The complaint device was replaced with another saber device which inflated the lesion. The procedure was completed with a non-cordis balloon catheter. There was no reported patient injury. The physician thought the complaint device might have become damaged when crossing severe calcification. A non-cordis guidewire had initially crossed the lesion described as being 15cm of chronic total occlusion (cto) at the left superficial femoral artery with no vessel tortuosity and one-hundred per cent stenosis. The device was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop or difficulty removing the protective balloon cover nor difficulty removing the stylet or any of the sterile packaging components. The device maintained maintain negative pressure during preparation. There was no resistance/friction while inserting the balloon into the patient. The catheter was never in an acute bend. The balloon did not kink while being used. The product was removed intact (in one piece) from the patient. The device was discarded due to suspicious infectious disease.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. Additional information is pending and will be submitted within 30 days upon receipt.